Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. As received, the monitor reset. Upon investigation, crystal oscillator y500 was found to be defective on the computer analog board. The cause of the resets was the defective y500. The root cause of the defective y500 was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor reset.